Event description:
It was reported that the usb cable was damaged, with exposed wiring. Customer's blood glucose (bg) level was 118mg/dl. A replacement usb cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.